Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside surgery this unit began to smoke while the unit was in use. There was no encounter of a burning smell, and it was found that it is warm where the cleaning hose port is located. There was no patient involvement. Due diligence is complete as no additional information is available.